Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient still had increased tightness regarding their spasticity, even with daily dose escalations to 1183.2 mcg/day. A catheter issue was suspected; and a catheter dye study was being conducted. It was further reported that there was difficulty with aspirating fluid through the catheter access port (cap). A template was used, and the health care provider felt "they were in the cap." Only 0.12 ml of yellow tinged fluid was aspirated from the cap; and a few visible bubbles were further indicated. The drug used in the pump at the time of the event was lioresal. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.